Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt messages) has been confirmed. Upon investigation the electrode belt failed a full belt autotest. The cause for the failure was isolated to a short in ECG "c". An unused pulse wire in the cable migrated into ECG "c", damaging the orange wire insulation and causing a short. The root cause for the migrated wire has not been positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was receiving frequent adjust belt messages.